Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The metal pin came out with the head stuck to it / while brushing, it ended up in mouth [device breakage]; no adverse event [no adverse event]; whole head was loose on 2 brush heads - oral-b brushheads [device connection issue]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that the whole head was loose on 2 oral-b brushheads, version unknown, and with a third, the metal pin came out with the head stuck to it; while brushing, it suddenly ended up in the consumer's mouth. The consumer stated that he/she had thrown away 2 of the 3 brushes. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.